Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's mother requested an integrity testing as she was unsure about the child's hearing performance with the device. No hits to the head were reported, other than minor ones. There was no change in health. The patient does not wear the processor at all times, per the audiologist. Re-implantation is considered.

Manufacturer narrative:
(Exemption number e2015033). Damage to the active electrode under silicone overmold, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. Other damages are most likely related to explantation surgery. This is a final report.

Event description:
The recipient's mother requested an integrity testing as she was unsure about the child's hearing performance with the device. The recipient does not wear the processor all the time. No blows to the head were reported, other than minor ones. There was no change in health. The recipient was re-implanted.